Event description:
The customer contacted abbott regarding failed calibrations for the axsym rubella igg assay. The customer was sent a replacement reagent and was satisfied with the performance. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.